Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that after confirming no frame movement and the software orientation was not altered, the site rotated the reference frame 180 degrees. After re-positioning the frame, navigation was once again accurate. System performed as intended. No malfunction of the software. . Analysis found that the software functioned as designed.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection. It was reported that the site was able to register non-sterile with accuracy. But after changing to sterile environment, it appeared that navigation was off by over 12 inches. They confirmed that there was no frame movement and that the software orientation was not altered. However, they were advised to rotate the reference frame by 180 degrees. After ER-positioning the frame, navigation was accurate and the issue resolved. This was discovered intra/peri-operatively with a delay of less than one hour to surgical time. There was no reported impact to patient outcome.